Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided section. Re-processing information not provided.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic relaxation and urinary incontinence. The procedure performed was a transobturator tape pubovaginal sling. The patient returned for an office visit on (B)(6) 2010 for urinary incontinence and prolapse. The patient underwent an additional procedure on (B)(6) 2010. The preoperative and postoperative diagnosis was vaginal vault prolapse post hysterectomy, recurrent, enterocele, cystocele, and suspected pelvic adhesive disease. The procedure performed was an exploratory laparotomy with extensive lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, cystocele repair, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic relaxation, urinary incontinence, upper vaginal prolapse, cystourethrocele with loss of the urethrovesical (uv) angle, bladder prolapse. The device was implanted with aris transobturator tape. It was reported that after implant, the patient experienced urinary incontinence, urinary urgency, atrophic vaginitis, pelvic floor weakness, vaginal dryness, hot flashes, prolapse, vaginal vault prolapse recurrence of enterocele, cystocele, adhesions and urinary bacterial infection. The mesh also did not securely hold the bladder and would flop out of the sling. Treatment for these conditions included exploratory laparotomy, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, cystocele repair, perineorrhaphy, cystoscopy, hernia repair, tumor removal, ovary removal, and hormone replacement counseling. The mesh was also removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic relaxation, urinary incontinence, and bladder prolapse. The device was implanted with aris transobturator tape. It was reported that after implant, the patient experienced urinary incontinence, urinary urgency, atrophic vaginitis, pelvic floor weakness, vaginal dryness, hot flashes, prolapse, vaginal vault prolapse recurrence of enterocele, cycstocele, adhesions and urinary bacterial infection. The mesh also did not securely hold the bladder and would flop out of the sling. Treatment for these conditions included exploratory laparotomy, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, cystocele repair, perineorrhaphy, cystoscopy, hernia repair, tumor removal, ovary removal, and hormone replacement counseling. The mesh was also removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.